Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 32 months due to end of life (eol). An expression of dissatisfaction was made with regard to device longevity. A competitive device was subsequently implanted. The device was returned to guidant for analysis.